Event description:
A (B)(6) female pt contacted zoll customer support to report her belt connector was cracked. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval, the reported problem (trunk connector housing broke/nut missing) has been confirmed. Upon investigation, the electrode belt connector locking nut was missing. The root cause for the missing locking nut was not positively identified, but was likely due to excessive force. The electrode belt was otherwise fully functional and could properly monitor a cardiac signal. No adverse event resulted from the defective connector. The pt received a replacement electrode belt.